Manufacturer narrative:
The device was returned and evaluated. A leak test was performed and fluid was observed leaking from a hole in the unexposed portion of the soft cannula. The distance from the nail head of the soft cannula to the hole measured to be 0.368 inches. Fluid was unable to pass through the entire fluid path due to this damage. Due to the internal leak, the exposed portion of the soft cannula was unable to be leak tested, and the cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 18.1 mmol/l (325.8 mg/dl) while wearing the pod between 37 and 48 hours. The pod was leaking insulin. As treatment, a new pod was placed.